Manufacturer narrative:
Additional narrative: unknown when it placed out of the blade hole. Device is not distributed in the united states, but is similar to device marketed in the USA: device history records was conducted. The report indicates that the: manufacturing location: bettlach manufacturing date: 05.mar.2015 expiry date: 01.feb.2025, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative date of event was (B)(6) 2015 when the blade was found outside its intended position the same day of implant. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon postoperatively found by x-ray, the reported blade was not inserted in the blade hole, but placed out of the blade hole. It was confirmed that both the used connecting screw and aiming device were sufficiently tightened before blade insertion. Re-operation was performed on the same day. The blade was removed from the patient¿s body and another blade was inserted instead. Patient harm was the re-operation. Comment from affiliate: according to the surgeon, devices somewhere might be loose. No material will be returned and no further information is available. This report is 1 of 2 for (B)(4).